Event description:
It was reported that a (B)(6) year old caucasian female patient who's undergone primary breast augmentation with two 375cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including breast implant illness, extreme fatigue, brain fog, ringing in ears, tingling in fingers, no bowel movement, thyroid, gastrointestinal track problems, hernia, bad headaches, and cannot function and think straight. The patient also reported being diagnosed with an unspecified autoimmune disease and will be treated for it. The patient has been prescribed medicine and have had continuous tests for their gall bladder, CT scans and multiple medications. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).